Event description:
It was reported that the patient went to the clinic with elevated power consumption (11-12 watts) and mentioning that there was a warm feeling from inside near the pump position. Log file data showed a gradual increase in power consumption over the prior 14 days. Since (B)(6) 2026 the power consumption was in double digits at approximately 12 watts. The patient had confirmed pump thrombosis and was asymptomatic. Due to age and general state of health no surgical intervention was planned. The plan of care included lysis and palliative care. During treatment the controller reportedly stalled, its display was black and it did not show any parameters upon button press. This necessitated a controller exchange on (B)(6) 2026. The backup controller was connected to the monitor; however, there was no communication between the controller and the monitor. Consequently, the pump speed could not be adjusted, resulting in the pump starting at 6000 rpm. It was noted that there were two instances of rpm drops. According to the customer and corroborated by a comparison with older log files¿such drops have occurred intermittently in the past, although the more recent focus had been on the thrombus. The yellow wrench symbol was flashing and beeping. The backup controller needed to be exchanged as well on (B)(6) 2026. The communication issue resolved after the exchange, and there was a noted suspected short to shield event.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.